Manufacturer narrative:
The device will not been returned for evaluation. The root cause is unable to be determined at this time. If any additional information has been provided, a supplemental report will be submitted.

Event description:
Information was received that proximal junctional kyphosis (pjk) was observed at proximal end of construct. The surgeon wants to convert rib to spine in effort to fight pjk and revise magec rods. As per reporter the rod was working properly and was maxed out.